Manufacturer narrative:
Follow-up #1: date of submission 01/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/28/2015 with the following findings: the pump's black box showed no evidence of a battery life issue. There were battery compartment cracks observed in the thread area and below the grip pad. The battery compartment threads were damaged. The battery cap was unable to fully tighten. The battery cap threads were damaged. The pump case was cracked in the corner of the display area. A test battery cap was used for all testing. The pump's current draws were within specifications. The display screen was dim and discolored.

Manufacturer narrative:
Follow up #2 01/13/2016. Additional information: additional eval codes have been added based on investigation results. Additionally, the previous evaluation revealed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.